Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification, and 99% stenosis, a 2.75x33 rx xience prime stent delivery system (sds) was advanced, significant resistance was felt with the patient anatomy and the sds could not cross the lesion. Reportedly, the physician continued to advance against resistance and the proximal shaft of the sds separated into two pieces. The distal portion of the sds was simply withdrawn from the patient anatomy and a new 2.75x33 rx xience prime stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.